Manufacturer narrative:
Local phone number: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer generated a falsely elevated magnesium result while using the clinical chemistry magnesium assay on the architect c16000 analyzer. The customer provided the following result data (customer provided reference range: 0.7 - 1.0 mmol/l): 01/04/2018: initial result 0.9 mmol/l, retests 0.5 mmol/l, 0.5 mmol/l and 0.5 mmol/l. No impact to patient management was reported.

Event description:
Falsely elevated result data for an additional patient was provided: (B)(6) 2018: (B)(6). Mag results initial 1.1, retest results 0.5, 0.5, 0.5 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Describe event or problem: data for an additional patient was provided. Further investigation of the customer issue included a review of the complaint text, abbott field service engineer (fse) evaluation, a search for similar complaints, and a review of labeling. The fse evaluated the analyzer; the bellows set, incl rod & fitting (rohs), damaged cuvette dry tip, and damaged cuvette were replaced. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c16000 analyzer, list number 03l77, was identified.